Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) and reported that the patient had gotten 8 loss of prime warnings over the previous 2 hours. During that time, the patient changed her cartridge but did not change her site. At 4:35 pm, the patient attempted to administer a 9 unit bolus. However, only 3 units were delivered since the pump reportedly gave an occlusion alarm. At that point, the patient tested her blood glucose and got a result of "524 mg/dl." The patient did not have symptoms of nausea, vomiting, or shortness of breath. The reporter changed the patient's site and noticed that the cannula was bent. The reporter treated the patient with a 6 unit correction. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level that meets animas' criteria for a serious injury. However, the patient's injury can be attributed to possible use-error since she did not change her site during the time she obtained 8 loss of prime warnings.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no data in the black box or download histories from the time of the reported loss of primes due to continued patient use. Testing was not possible due to unresponsive keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).